Manufacturer narrative:
A ge service representative performed an on site investigation. The broken arched handle was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that one of the workstation handles broke off. There is no report of injury or death associated with the event described in this complaint.